Event description:
It was reported that the device exhibited an error for ¿no cassette recognition¿. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. E1: phone 00492316188875 d4: UDI number unavailable. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed the entire device worn and battery compartment damaged. No problems were found in the event history log. Functional testing could not replicate the reported issue; the pump was found to be operating properly. The root cause was unknown. Preventative maintenance was performed and the battery compartment replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.